Event description:
The lead impedance measurements were greater than 10,000 ohms since the first day post implant in all but 1 electrode. A lead revision was conducted and a snap lid was used to test the impedances. All the electrodes were out of range. There may have been a lead fracture. The leads were replaced. No surgical complications were reported and the patient recovered without sequela.

Manufacturer narrative:
.